Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was removed from service due to fracture. There were no rpeorted adverse patient effects.

Manufacturer narrative:
Most recently, information was received from the boston scientific local area sales representative that the true alert date for this event was (B)(6) 2008. The local area sales representative became aware of this alert date when reviewing the patient's chart once he'd taken on the clinical account associated with this patient. No further information is expected at this time.

Manufacturer narrative:
This lead was surgically abandoned and is not expected for return to boston scientific.

Event description:
--